Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that when this item is implanted into the patient, the air gets stuck through the hole on the connector. They weren't held in the body for more than 3 months.